Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an internal bd study, with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with syneresis which has been linked to the presence of gel globules or oil droplets.

Event description:
It was reported that during an internal bd study, with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with syneresis which has been linked to the presence of gel globules or oil droplets.

Manufacturer narrative:
Investigation summary: bd had conducted testing on retention samples that were selected from bd inventory. Upon completion, no issues were observed relating to the performance of the gel and/or oil gel globules as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, no issues were observed relating to the performance of the gel and/or generation of oil gel globules. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.